Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted the technical service engineer (tse) about error m-11and the monopolar not working on the erbe generator. Tse recommended for the customer to check the erbe, instrument connections, and the customer confirmed all connections were reliable. Tse recommended for the customer to swap the monopolar port. The reported event persisted. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-00 occurred on startup during testing. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. C-34 errors occurred on start-up and mono coag mode. During visual inspection, the iesu had no significant scratches or dents. The front bezel is in decent condition. The root cause is attributed to a defective component. The measurement value for the voltage was too small on the iesu. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. .